Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 results on two patient samples. Results provided: pt#1 on (B)(6) 2014 = 129 / (B)(6) 2014 = 25; pt#2 on (B)(6) 2014 = 1677 / (B)(6) 2014 = 15.8u/ml. There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer reported falsely elevated ca19-9 patient results. A complaint review identified normal complaint activity for falsely elevated patient results with ca19-9. Since this lot number is unknown, historic accuracy testing was reviewed. All of the historic testing met all acceptance criteria, indicating acceptable product performance. A review of labeling was performed and showed adequate discussion regarding falsely elevated results. This investigation showed that there is no product deficiency and that the architect ca 19-9xr reagents are performing as intended. There is not enough information to determine what caused the falsely elevated results. No additional issues were identified; no further action is required at this time.